Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2015. According to the complainant, after the banding had successfully deployed and during withdrawal of the scope, the ligator head detached and fell inside the patient. The detached ligator head was successfully retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. The bands and irrigation tube were not returned. A visual examination of the device found the suture to be fully intact and attached to the trip wire loop. No issue was observed with the ligating head. It was noted that the teeth were undamaged and adaptor ring did not present any defects. The trip wire was seen to be bent and the proximal loop was retracted into the handle. It was noticed that the trip wire was not secured in the handle assembly slot and the slot did not present any evidence of previous securing of trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during device setup, as instructed in the dfu. Failure to properly tighten and secure the trip wire allowed a slack in the system and the ligating head to be loose on the scope end which contributed to the complaint event. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) could not be performed since the lot number was not provided in the reported complaint.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2015. According to the complainant, after the banding had successfully deployed and during withdrawal of the scope, the ligator head detached and fell inside the patient. The detached ligator head was successfully retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.